Event description:
The patient called in to report they had 2 v-go devices fall of their body today. The patient did mention they were sweating and that they had perspiration. The patient mentioned that they did clean the area with an alcohol swab and let the area dry. The patient stated that they work outside. The patient is wearing the v-go on the inner thigh.

Manufacturer narrative:
One device was received and evaluated for the complaint regarding the device fell off event. Device #051880-a functions were tested, and no issue was observed. Due to the used condition of the foam pad, the original adhesion properties could not be verified. Therefore, the complaint for this device could not be confirmed.